Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, clinical study) regarding an event which occurred post a clinical study (study ID: (B)(6)) spinal fusion procedure in a patient (clinical ID: (B)(6)). It was reported that patient returned for 12 month visit complaining of worsening low back pain with radiation to the knee a neuro and physical exam were completed along with additional x-rays ((B)(6) 2023) showing pseudoarthrosis. Pain persisted and a second surgery was completed on (B)(6) 2023 to remove the left and right pedicle screw at l5 and was replaced with a larger one. Surgeon also decompressed left side at l5/s1 patient was discharged on (B)(6) 2023. No product malfunction reported. Causal relationship is to procedure, and possible to all devices. Revision surgery: l5/s1 decompression and pedicle screw replacement at l5 on (B)(6) 2023. There were no further complications reported regarding the event.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: t lifide210, serial/lot #: (B)(6), ubd: 28-feb-2023, UDI#: (B)(4); product ID: msb_unk_hdwr_cdh, serial/lot #: unknown, ubd: 28-feb-2023, UDI#: unknown. H6 - neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.